Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. During procedure, the occluder deformed with a chalice/bulbous shape and was not implanted. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and removed. A new 30-25mm amplatzer talisman occluder was successfully implanted. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Correction: device returned for analysis. H6 component code: 4755 removed, 579 added. H6 type of investigation: 4114 removed, 10 added.